Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod. Symptoms reported include nausea and vomiting. The patient reports their sensor had read over 600 mg/dl but when checking with a finger stick their blood glucose level had rose to over 600 mg/dl. Once at the the hospital the patient was had an x-ray and an electrocardiogram administered. The patient was treated with intravenous fluids. The patient was advised to use pepcid. The patient was discharged from the hospital after 12 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.